Event description:
Dealer advised the center seat frame is cracked. The dealer states that the customer thought it was a issue with the recline actuator. The dealer realized it was the actual seat frame. So we are unaware as to how it cracked the dealer states